Event description:
It was reported that after the lead pull an imaging was taken and revealed that the patients lead tip sheared off and was left inside the patients body. Additional information was received that the sheared lead tip was explanted. The patient was doing well postoperatively. The explanted lead will not be returned as it was kept by the facility.

Event description:
It was reported that after the lead pull an imaging was taken and revealed that the patients lead tip sheared off and was left inside the patients body.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4).. Batch: 7228835.